Event description:
It was reported that the patient was brought in for a revision. The rod had broken. The surgeon mentioned that the patient had fallen more than once and a replacement rod was used.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device inspection could not be performed. No relevant manufacturing issues were identified. Conclusion: because the device was not received back it cannot be determined if the failure was due to overload or fatigue. With no device available for evaluation, the root cause of the customer reported event cannot be determined conclusively.

Event description:
It was reported that the patient was brought in for a revision. The rod had broken. The surgeon mentioned that the patient had fallen more than once and a replacement rod was used.